Event description:
It was reported the pt lost stimulation sensation in 2008. There was no known incident related to the onset of the issue. The pt remained at home in good status . When the programmer was used to try to turn the device on the middle green light stayed off. Troubleshooting was being conducted with the pt programmer. Add'l info has been requested.

Manufacturer narrative:
.